Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported their pod had expired the night before hospitalization, so they removed the pod but did not replace with a new pod because they were tired. The patient's blood glucose levels reached 338 mg/dl the next morning and patient placed a pod to resume insulin pump therapy. Symptoms reported include hyperglycemia, pain. Nausea and ketones. Patient also had a cold and congestion. The patient was treated with IV (intravenous) fluids, exact contents of fluid are unknown. The patient was released in 3 days. The new pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.